Event description:
The customer reported that the device jaws could not be re-opened while on tissue. There was no pt injury. The site contact was not able to provide additional details regarding the incident or device.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.